Event description:
During pre-case planning, both, left and right, iliac arteries were open. The first angio film taken at the beginning of the scheduled case indicated that the pt's left iliac artery was occluded. Apparently, the artery had occluded prior to the actual case. Thus, the physician decided to convert to an aortio-uni-iliac approach. Two excluder bifurcated endoprostheses were successfully placed and deployed. A femoro-femoral crossover graft was placed to perfuse the pt's left leg.